Event description:
It was reported that the right atrial (ra) lead had dislodged shortly after implant. The dislodgement was confirmed with a chest x-ray that showed the lead sitting in the ventricle. Subsequently, a revision procedure was performed and the ra lead was explanted and replaced successfully. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that the right atrial (ra) lead had dislodged shortly after implant. The dislodgement was confirmed with a chest x-ray that showed the lead sitting in the ventricle. Subsequently, a revision procedure was performed and the ra lead was explanted and replaced successfully. There were no additional adverse patient effects reported.